Event description:
Patient states that the white lead had exposed wire that burned her skin where the metal part is on the electrodes. The patient described the marks as small red spots/red with brown spots.

Manufacturer narrative:
Device has not been evaluated. In house testing results are pending.